Manufacturer narrative:
During inspection and testing, the reported issue (pinhole) was confirmed and found to be caused by external factors. In addition, service found there was leakage due to holes on the curved rubber, there was a pinhole on the insertion tube, the up/down knob could not be securely fixed, the tip cover was crushed, and the suction cylinder was scraped. Scratches were observed on the up/down knob, the tip body, the insertion tube, the control section, the tip cover, the insertion part corrugated tube protector, the switch box, the control section cover, the grip, the universal cord, the scope connector side of the universal cord, the scope connector, and the light guide cover glass due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was a pinhole on the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the lighting lens was peeled off. This report is being submitted for the malfunction found during device evaluation (adhesive peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.